Manufacturer narrative:
E1: initial reporter first name: / e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set with clearlink leaked from unspecified location. The process step was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, photographs of the sample and two retained samples were provided for evaluation. Visual inspection was performed on the photo samples; however, it was not possible to confirm the issue. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. Air passage test was performed on the retained samples, and no blockages were found and both units were conforming. The reported condition could not be verified nor refuted. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.